Event description:
The following has been reported: biomed called and reported issue with pump is "dial did not close". There was no patient harm and no report of issue stopping an active infusion. Biomed reported pump passed test infusion, no errors. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the reported complaint of "mechanical hardware failure (av sticky valve)" could not be confirmed or refuted. Per the preliminary technical failure summary, the customer was able to clean pins and run a successful test infusion with no errors. The pump can be returned to customer use. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.